Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported insertion of the spring wire guide was successful, but the physician felt resistance when removing the spring wire guide. The spring wire guide unraveled. The physician inserted a new spring wire guide at the same insertion site. The same thing happened again. Therefore the spring wire guide was removed. The patient is in good condition, but the hemodialysis catheter was not inserted.

Manufacturer narrative:
Qn #(B)(4). The customer returned one acute hemodialysis catheter and a guide wire for analysis. Signs-of-use in the form of biological material was observed on the catheter. The guidewire was returned inserted into the catheter. In order to perform visual inspection, the guidewire was removed from the catheter. A significant build-up of biological material exited as the guidewire was withdrawn from the catheter. Visual analysis revealed that the guide wire was unraveled from the proximal end. The guide wire was also kinked in several locations. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Despite this, the weld was still attached to the coils. The distal weld appeared full and spherical. The major kinks in the guide wire measured 280mm, 350mm, and 450mm from the distal end. The core wire length measured 683mm which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .853mm which is within the specification limits of .838mm-. 877mm per the guide wire graphic. The cumulative catheter body length from the juncture hub to the distal tip measured 219mm which is within the specification limits of 207mm-227mm per the catheter graphic. The extrusion outer diameter measured 4.00mm which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint (.035") was inserted through the catheter. Little to no resistance was observed as the guide wire passed completely through. Performed per IFU statement "thread tip of two-lumen catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion". A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and man ufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported insertion of the spring wire guide was successful, but the physician felt resistance when removing the spring wire guide. The spring wire guide unraveled. The physician inserted a new spring wire guide at the same insertion site. The same thing happened again. Therefore the spring wire guide was removed. The patient is in good condition, but the hemodialysis catheter was not inserted.